Manufacturer narrative:
(B)(4). Device evaluation summary: representative sample: an unopened sample of product code j370, lot mkk815 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needle were examined under magnification and no defects or damage were found. Also, the suture was dispensed without problem and examined along of the strand and no defects or damaged were noted. The actual device was received for evaluation: a fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. A manufacturing record evaluation was performed for the finished device lot number mkk815-j370, and no non-conformance were identified.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The needle was found defective during the procedure. The device was not used on the patient. There were no reported adverse consequences to the patient. During evaluation, a fracture was observed at the tip of the needle.